Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. Device has not been returned.

Event description:
Information was received that the rod was fractured and required a revision surgery to replace with a new rod. No further adverse patient impact was reported and no injury or harm was reported in relation to the reported event. No further information is available.

Manufacturer narrative:
Additional data: a2, a3, b5, d4, h4.

Event description:
Information received specified that the rod was fractured between the housing and caudal anchors.

Manufacturer narrative:
Corrected data: d4 (lot number). Device evaluation: upon return, visual inspection confirmed the rod was broken at a solid section at the end of the housing tube. The reported failure mode has therefore been confirmed. Additionally, review of the patient¿s x-rays images documented and confirmed the break. As part of the investigation, the inspection data for the housing tube was reviewed and it confirmed the part met design and manufacturing specifications. There is no indication that the breakage is related to the manufacturing process or to a material issue/failure. The solid section of the rod being fractured indicates the type of breakage that can be a result of excess stress that is applied to the rod as a result of the patient¿s daily activities and unique anatomical structure. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections prior to shipment.

Event description:
No additional information was provided.

Manufacturer narrative:
No objective evidence has been provided, therefore, the reported metallosis was unable to be confirmed.

Event description:
Additional information has been received that the surgeon noted metallosis during removal of the rod.